Event description:
Report for pt 2 of 4. The 2.5 inr with protime system vs 1.9 inr with stago compact lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B) (4). (B) (4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the second firing across the jejunum after the stapler cut and fired, upon releasing the instrument and opening the jaws, tissue was imbedded into the reload, not allowing for removal. The tissue had to be cut out of the device since the tissue was embedded into the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient.